Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203, f2201. The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late. Badri, d., & copertino, n. (2023). Breast implant capsule-associated squamous cell carcinoma: a systematic review and case presentation. Aesthetic plastic surgery. Https://doi.org/10.1007/s00266-023-03693-5.

Event description:
Through journal article "breast implant capsule-associated squamous cell carcinoma: a systematic review and case presentation: a case report "a patient was reported right side capsular contracture baker grade IV, minimal pericapsular effusions;fine needle aspiration of the effusions was non-diagnostic, pain, swelling, erythema, a large periprosthetic effusion with lobulated changes, internal verrucous projections of yellow granular material, chalky/green, viscous periprosthetic collection, moderately differentiated squamous cell carcinoma, areas of squamous metaplasia, and a chronic inflammatory cell infiltrate. Device has been explanted.